Event description:
It was reported that a detached or missing sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, it was reported that the patient experienced a detached sensor wire stuck in the skin which 6 days the sensor had been inserted in the arm. On (B)(6) , a sample was placed on the patient in clinic by the medical assistant using proper protocol, cleaning the arm with alcohol thoroughly prior. On (B)(6) , the patient returned to clinic requesting to have the sample removed by the medical assistant because it was bothering him. Patient did not want to remove himself because he is "afraid of needles". The medical assistant removed the sample successfully, noting the presence of the sensor wire on the bottom of the sample and thoroughly cleaned the spot where the sample was. At the time of the call, (B)(6) , patient went to urgent care presenting with possible skin infection/cellulitis at location of insertion. Medical assistant contacted dexcom today immediately upon getting this information. At the time of the report, patient condition was unspecified. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).